Event description:
It was reported to boston scientific corp on (B)(6) 2008, that a prolieve console was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. According to the complainant, the device lost power during the procedure. The procedure was not completed due to the loss of power. No pt complications were reported as a result of this event.

Manufacturer narrative:
Visual and functional testing was performed. The device analysis was unable to duplicate the reported power failure, however, while troubleshooting a metal instrument was found inside which may have caused the unit to shutdown. It was also found that all four physitemp modules were reading out of spec. The modules were replaced and the console passed all required tests. (B)(4).